Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving fentanyl at an unknown dose and concentration via an implantable infusion pump for non-malignant pain and failed back surgery syndrome. It was reported that the patient saw an 8476 code on the patient programmer (ptm). The patient had not heard and alarm. The patient had a EKG the previous day. No symptoms were reported. No further complications were reported.